Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. Given that there was no deployment issue, the stent was able to be placed into the correct anatomy to treat the affected area, and the stent was only observed to have broken after a period of time inside the patient, the most likely root cause of this complaint is that the patient's condition stressed an area of the stent causing the depression and eventually the partial stent fracture. It is to be noted that partial stent fractures are a possible post-stent placement complication as described in the instructions-for-use provided with the product. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that at the time of implantation of the stent device, it was deployed and expanded without problems. Subsequently, during follow-up, the stent was fractured and was removed. After removal, the patient was treated via an intubation tube.